Manufacturer narrative:
Product analysis the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had rising and high impedance, as well as a suspected fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.